Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. On (B)(6) 2020 it was reported they expected ~3 ml and got back ~18-19 ml of yellow-tinged fluid. The patient didn't have withdrawal symptoms per say but did have an episode of altered mental status on (B)(6) which has mostly resolved. Troubleshooting options were reviewed. No further complications were reported regarding the event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actions and interventions taken to resolve the 18-19 ml yellow-tinged fluid at the refill was the physician thinks there might have been a seroma and that was the yellow fluid that was being removed. The cause for the 18-19 ml yellow-tinged fluid at the refill determined was the physician believes there was a seroma. The actions/interventions were taken to resolve the volume discrepancy (expected ~3 ml and got back ~18-19 ml) was the physician re-positioned her needle and was able to access the port. The cause for the volume discrepancy was determined, the physician was not in the reservoir when they drew out the 18-19ml of yellow fluid. The device was still implanted and working properly. No further complications were reported or anticipated regarding the event.